Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The pt reported that their medtronic rep reset their unit because the unit was driving them insane. Patient services specialist (pss) understood the pt had reprogramming done. Pt said that they are now able to move and sleep in more than one position without being "tasered". Pt said they couldn't go to the dentist or doctor because when they would lean back they would be tasered and they would yell. Pss documenting past event that was reported by the pt on the call. Due to the nature of the call, pss didn't ask any event date/reprogramming dates.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.